Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The left ventricular lead underwent imaging due to no capture and was found to be dislocated into the subclavian vein. The lead was explanted and replaced. The patient¿s condition was good throughout.